Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered cavitation (bubbles) in the wash pump and dispense probe lines. The fse replaced the wash pump rotor. After the repairs were completed quality control (qc) was performed and resulted within the customer's established ranges. All verification testing passed within published performance specifications. In conclusion, the cause of the erratic access total t3, access total t4 and access htsh qc results is due to a hardware malfunction of the wash pump rotor. Replacement of the part resolved the issue. (B)(4).

Event description:
The customer reported obtaining intermittent, erratic total triiodothyronine (access total t3), total thyroxine (access total t4) and thyroid stimulating hormone (access htsh) quality control (qc) results involving the laboratory's access 2 immunoassay system (serial number (B)(4) ). The customer stated that the next day, (B)(6) 2015, all three (3) assay's qc was performing outside of the customer's established ranges again. The customer then took the instrument out of service and began to send patient samples to a reference laboratory for analysis. There was no report of patient injury or change in patient treatment associated with this report. System checks performed after the event failed to meet published performance specifications. Calibrations performed prior to the event were passing within specifications with good precision. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.